Event description:
It was reported that the stimulator was ¿not working as it should¿ and this had been going on for a week. The patient had an appointment scheduled with a manufacturer's representative (rep) but due to an emergency the rep had to cancel. Then, the patient called another rep, but he also had an emergency surgery and could not meet with the patient. The patient stated she had an appointment with the doctor on the date of report and would call the healthcare professional (hcp) now and attempt to schedule an appointment with the rep. No outcome was reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.

Event description:
Follow up information received reported that the patient received assistance from their doctor and the manufacturer¿s representative and had no concerns with their device therapy. An appointment of (B)(6) 2015 was noted. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 74002, lot# n312058, implanted: 2012-(B)(6), product type: adapter. Product ID: 3998, lot# l85281, implanted: 2002-(B)(6), product type: lead. Product ID: 7495lz25, serial# (B)(4), implanted: 2002-(B)(6), product type: extension. Product ID: 7495-25, serial# (B)(4), implanted: 2002-(B)(6), product type: extension. (B)(4).